Manufacturer narrative:
The customer obtained of a non-reactive (negative) patient result using atellica im hbc total 2 (hbct2) lot 017. The result was not reported as the patient was known to have hepatitis b. The sample was retested using an alternate method and the result was reactive (positive) as expected. There are no allegations of patient or user intervention or adverse health consequences due to the event. The limitations section of the instructions for use (IFU) states, the following: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Findings." "Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies. Additional information may be required for diagnosis." Siemens is investigating.

Event description:
The customer obtained of a non-reactive (negative) patient result using atellica im hbc total 2 (hbct2) lot 017. The result was not reported as the patient was known to have hepatitis b. The sample was retested using an alternate method and the result was reactive (positive) as expected. There are no allegations of patient or user intervention or adverse health consequences due to the event.